Event description:
It was reported that there was no pacing, no magnet response and no telemetry. It was also noted that the device was close to the elective replacement indicator (eri) and the patient was being followed on a monthly basis. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.